Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. The hemostatic valve detached while in use on patient. This was found after the product was placed inside the cardiac cavity, reverse blood was confirmed when the dilator was removed. The issue was resolved by changing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another one. The procedure was completed without patient's consequence. Additional information was later received indicating that the hemostatic valve was dislodged. The hemostasis valve did not break into two or more separate pieces. The hemostatic valve/brim cap/hub detached from the sheath. The sheath was being used on the patient, but no air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and the exact amount of blood lost is unknown. Patient¿s hemodynamics were not compromised due to bleeding.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. The hemostatic valve detached while in use on patient. This was found after the product was placed inside the cardiac cavity, reverse blood was confirmed when the dilator was removed. The issue was resolved by changing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another one. The procedure was completed without patient's consequence. Device evaluation details: on 7-jan-2022, the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guidewire was inserted through the sheath and the valve was not found inside the vizigo; however, the valve separated from the device. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. The hemostatic valve detached while in use on patient. This was found after the product was placed inside the cardiac cavity, reverse blood was confirmed when the dilator was removed. The issue was resolved by changing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another one. The procedure was completed without patient's consequence. Additional information was later received indicating that the hemostatic valve was dislodged. The hemostasis valve did not break into two or more separate pieces. The hemostatic valve/brim cap/hub detached from the sheath. The sheath was being used on the patient, but no air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and the exact amount of blood lost is unknown. Patient¿s hemodynamics were not compromised due to bleeding.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).